Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined.

Event description:
It was reported, the patient experienced ineffective therapy, because leads had migrated. The issue was confirmed, via x-rays. As a result, surgical intervention was undertaken on (B)(6) 2024. Wherein, the leads were explanted and replaced to address the issue.